Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. It is unknown when this event occurred. There was no patient involved and no reported patient injury, medical intervention, or adverse event in association with this event. This involved a remediated colleague infusion pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This issue is being investigated through CAPA. A service history review revealed that this device was previously serviced for the reported condition. A device history record review was performed, and no abnormality was observed. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. Similar reports have been received for the reported problem. A follow-up report will be submitted when additional information becomes available.